Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of jejunal tube leaked. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, the jejunal tube leaked. The tube was placed in (B)(6) 2015. Reportedly, the tube will be replaced with a non-bsc tube (date is unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: adverse event and/or problem, outcomes attributed to adverse events, describe event or problem, type of reportable event.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, the jejunal tube leaked. The tube was placed in (B)(6) 2015. Reportedly, the tube will be replaced with a non-bsc tube (date is unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. ***additional information as of september 13, 2016.*** the patient was hospitalized for jejunal tube replacement. The jejunal tube was replaced with a non-bsc tube.